Manufacturer narrative:
(B)(4). This system remains in service and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited high out-of-range pace impedance measurements one day post-implant. A lead safety switch occurred changing the configuration from bipolar to unipolar. Variable sensing amplitude and some episodes of myopotential noise were observed in unipolar configuration. Testing was performed in clinic and pacing impedance measurements were within an acceptable range in unipolar. Bipolar configuration pace impedances were consistently observed greater than 2,000 ohms. The reported noise could not be replicated. The physician elected to keep the pacing configuration in unipolar. No adverse patient effects were reported.